Event description:
As reported per the edwards field clinical specialist (fcs), post-implantation of a sapien valve, the patient's pressure started to decline and an aortic root injection revealed a proximally occluded (dominant) circumflex. During the pacing test, ventricular tachycardia (vt) was noted and the patient was defibrillated with 120 joules. Once apical access was obtained, the 26 fr ascendra sheath was inserted over the amplatz wire into the lvot at a depth of 4 cm. Following successful bav, it was decided to move forward with sapien implantation and the device was positioned within the annulus in a 60:40 position. The sapien was deployed in the aortic annulus in the 50:50 position. Echo revealed trace pvl. Post-implant pressure was 84/40mmhg and started to decline. Severe lv hypokinesis was noted and myocardial ischemia was noted in the posterior and lateral leads on EKG. Aortic root injection revealed a proximally occluded (dominant) circumflex. High dose vasopressors were administered and CPR was initiated. Selective angiography then revealed a patent circumflex, but the patient was still very unstable so cardiopulmonary bypass (cpb) was initiated via the left groin. Ivus was attempted, but they were unable to pass the catheter so the circumflex and left main were ballooned. The circumflex continued to remain patent. While on cpb, the cardiac index was ~3.5 l/min. The patient's hgb was low and volume was replaced with crystalloids and prbcs the patient went into vt again and was defibrillated at 120 joules. Complete heart block was noted and the temporary venous pacer was set at 60 bpm. The patient was discharged to the ICU in unstable, critical condition with support of vasopressors and inotropes. Updated information revealed the patient had improved. At last report, she was alert and doing well; talking and starting to eat. A significant amount of blood was lost from the apex during CPR; this event is reported under report number 2015691-2013-19802

Manufacturer narrative:
Per the instructions for use, coronary obstruction is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. In this case, per the report, the root cause was a possible embolic event in the ungrafted circumflex artery following sapien placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to indications, warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.